Event description:
It was reported that during a scheduled filter retrieval, it was observed that a filter arm was missing from the filter. A chest x-ray demonstrated the detached filter arm in the left pulmonary artery. The filter was removed using a snare without incident. The pt is reported to be asymptomatic.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The filter has been returned to the MFR for eval. The investigation is currently underway.